Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 9 months after dental implant was installed in intraoral region 15#, it had to be removed because of sinus infection. In addition, 50 ncm of primary stability was achieved, the patient presented bone type IV and bone graft was executed.